Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a sling procedure on an unknown date. Four hours following the procedure, the patient experienced severe bleeding from the right suprapubic incision after removal of vaginal packing. Vaginal packing was reinserted immediately. Ultrasound of the lesser pelvis was performed and revealed a blood clot in the space of the retzius. A slight drop in hemoglobin was also noted. Bleeding ceased after reinsertion of the vaginal packing. Repeated ultrasound showed a slight increase in hematoma size. The further post-operative course was uneventful and the patient was discharged on the 4th post-operative day. At the 6-week check-up, the hematoma size had decreased. Three months following the procedure, the hematoma was completely resolved and the patient was continent. Additional information has been requested.